Event description:
Additional information indicated that the cause of the event was a strangulation and kinking of the distal portion of the intrathecal catheter. The patient was noted to have had "significant benefit" until he experienced intermittent episodes of withdrawal with certain postures. These symptoms were thought to have been "due to intermittent clamping of the catheter". X-rays were performed on the lumbar ((B)(6) 2012) and abdomen ((B)(6) 2012) and indicated no disconnect. A revision was noted to have occurred, and during surgery a catheter kink was observed. No patient hospitalization was required. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
The catheter was coiled around the pump causing a kink at the pump connector. The pump pocket was opened to allow the surgeon to uncoil the catheter. The catheter remained implanted. There were no patient symptoms or injuries related to the event. The device system was delivering gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).